Event description:
Caller reported mobile system blood glucose results of 60 mg/dl and 102 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.